Manufacturer narrative:
Zimmer biomet complaint (B)(4). Complaint sample was evaluated and the reported event was confirmed. Product evaluation showed that the acetabular inserter¿s screw hole was deformed and the handle and its threads had fractured as stated in the complaint. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was likely due to repeated mallet blows to the side of the handle body which the handle was not designed to withstand. The complaint states that the instrument has been used several times and may have been damaged previously which could have led to the failure in this procedure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
The screw hole's threads were deformed after impacting the strike plate with the mallet. This made it not possible to assemble the slap hammer to the inserter.